Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligner is cutting into the roof of their mouth. There are sharp edges on them. Provided hh tips and requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.